Event description:
Patient uses contacts exactly according to product instructions - she sleeps in them and changes them once a month. She has now developed a corneal infiltrate with worsened visual acuity in the affected eye and is being treated with multiple medications (antibiotic drops several times a day, gel, and cyclopentolate drops twice a day) to prevent permanent damage and loss of vision in that eye. She is scheduled to take time out of her workday daily to come to eye clinic to be re-evaluated to make sure her infiltrate is not worsening. She does not use glasses and thus cannot see well out of that eye now as she cannot wear a contact and does not want to pay for an expensive new pair of glasses right now as she will need another expensive glasses prescription if/when the inflammation resolves in that eye. FDA safety report ID# (B)(4).